Event description:
It was reported that during a training of the da vinci system, the customer contacted a technical support engineer (tse) after training was finished and reported that they had to disconnect a surgeon side console (ssc) during the day due to a failure. The tse checked the logs and identified a hardware error. The root cause could be the master tool manipulator (mtm), remote arm controller boards (rac), or mtm harness/armrest igus. Additional troubleshooting would be needed. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was unable to reproduce the problem. However, fse swapped master tool manipulators (mtm) and remote arm controllers (rac) between surgeon side console (ssc1) and ss2 to resolve the issue. The system was tested and verified as ready for use. An investigation is in progress to determine the cause of this reported event. A follow-up MDR will be submitted, if additional information is obtained.